Manufacturer narrative:
On (B)(6) 2020, mentor failure analysis lab received the device for evaluation. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation on the implant. During visual inspection of the device it was observed with no apparent damage. Leak testing was performed and it revealed two (2) tears in the anterior view, measuring approximately both less than 0.1 cm. Microscopic examination of the edges of the both ruptures revealed parallel striations consistent with a rupture with a sharp object. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 375cc mentor smooth round moderate profile saline breast implant, catalog # 3501660, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation primary with a 375cc mentor smooth round moderate profile saline breast implant has experienced postoperative right-sided deflation, confirmed by a physician. As a result, the patient underwent bilateral explantation and replacement with unspecified breast implants on (B)(6) 2020.